Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/damaged exhaust fan could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the customer's allegation was confirmed. In addition to event, the lamp was replaced, and the broken blower wheel pieces were removed through the air intake. The evaluation found the fan blades are completely broken from inside the fan/the unit had not begun to overheat, however without the fan functioning properly, it may cause potential damage to the unit. Tested with 180 and 190 model scopes/the exhaust fan had minor cosmetic damage/the power switch was updated/the lamp had 500 or more hours (non-olympus lamp)/lamp intensity:504/unit failed full inspection, due to damaged exhaust fan and lamp replacement. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, that the bower wheel is broken internally on the evis exera iii xenon light source. The broken part has been removed. Additionally, the operating room (or) staff stated the lamp was burning. The device was turned on to check the lamp hours and there were 100 hours on the lamp. The customer heard the broken blower wheel striking the loose piece. The remaining blower wheel came off the motor hub. There were no reports of patient harm associated with this event.